Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is slightly unfolded but has not been inflated. Dried contrast medium residue was observed in the inflation lumen which implies that an inflation device has been connected and vacuum has been applied. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was crimped on the balloon at the time of delivery. The stent and the stent protector were not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the handling during the preparations for the intervention, i.e. Application of a vacuum prior to the introduction of the stent system which is warned against in the IFU. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment. When the package was opened, it was detected that no stent was on the delivery system.